Event description:
In 2008, a clinical incident involving a super turbovac arthrowand and was reported to arthrocare corporation. During a shoulder arthroscopy procedure, a pt sustained a third degree burn reported as 1" x 4" in size. The burn was treated with an antibiotic ointment and dressings. It was reported the saline was dripping out of the suction tubing that was not hooked up during the shoulder arthroscopy procedure.

Manufacturer narrative:
The wand is not available for investigation and the lot number was not known, therefore, a complete investigation could not be performed. It was reported the patient's burn resulted from the saline dripping onto the patient's arm. The instructions for use instructs the user to attach the suction line to hosp vacuum equipment and warns the user that failure to attach the suction adapter can result in thermal injury to physician or pt.